Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the lead had open impedances and the surgeon wanted to replace it. It was thought they overtightened the set screw when measuring the lead prior to placement. The twist lock was taken off and put back on, they manipulated the lead to ensure it was engaged, switched to a different switch lock, and a new lead was requested. The issue was resolved.

Manufacturer narrative:
The returned device (3389s-40) was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The returned device passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.